Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device remains implanted. DHR was reviewed and no discrepancies were found. Review of complaint history was completed and no similar issues were found. Risks associated with the reported event are addressed through warnings in the package insert. Insert states " do not use implants past expiration date." The root cause was attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after an initial right knee procedure on (B)(6) 2015 the bearing was noted to be expired. No adverse events have been reported as a result of the malfunction.